Manufacturer narrative:
Unit received with currents in specification. Unit was unable to prime during the prime/compromised force sensor system test due to faulty force sensor resistor. No moisture damage electronic assembly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, and cracked reservoir tube lip were noted.

Event description:
The customer reported via phone call that the insulin pump fell into an ice cooler. Customer's blood glucose level was 261 mg/dl. Fluid was under the lcd display. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.